Event description:
Customer reported that tampon came apart inside reporter's body which caused reporter to go to the doctor. Reporter refused to submit the doctor bill for reimbursement. The lot number on the product was not supplied nor were any remaining tampons returned for analysis.